Event description:
A physician reported microsensor (ID 826638) was implanted on (B)(6) 2024; however, the bolt was loose and it was removed unintentionally due to surgeon assumed that tightening the bolt too much could cause breakage, so the he leave it loose. It was caused due to using the similar product from competitor, which has different instructions. According to information provided, it is unknown if the patient experienced any signs and symptoms due to product problem and is also unknown if the sensor was replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor (ID (B)(6)) was not returned for evaluation as the product is not available for return as per reporter, and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.